Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been I investigated. The reported failure was reproduced during testing in a reference ventilator. Investigation showed that the high oxygen supply pressure was caused by a defective high pressure transducer. In addition, several tests failed during pre-use checks and alarms were generated during ventilation testing. Those failures were caused by a defective printed circuit board (pcb) inside the oxygen gas module. The pcb contains circuitry for flow measuring and flow regulation. The root cause for the component's failure has not been determined from this investigation.

Event description:
It was reported that the ventilator was reading too high 02 supply pressure. There was no patient involvement. (B)(4).